Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 and ad 21 june 2019 were reviewed on 9 december 2019. (B)(6) 2017: the patient underwent a right total knee arthroplasty. Attune implants were utilized with depuy cement x2. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the right knee for pain, mild effusion, and radiographic detection of increased bone uptake in femur and tibia. Intraoperatively, the tibia tray was found internally rotated and surgeon notes implies tibial tray loose at implant-cement interface as the component disengaged from cement mantle with one attempt while leaving cement mantle adhered to tibia. No infection. Patella was not revised. Only the tibia tray and poly insert were replaced. (B)(6) 2018: patient diagnosed with right knee wound dehiscence with superficial infection. Patient received irrigation and debridement due to infection. Intraoperatively, surgeon found arthrotomy to completely intact and not able to express fluid from arthrotomy itself. No implants removed at this procedure. (B)(6) 2018: patient diagnosed with infected right knee arthroplasty and receives resection of right knee arthroplasty with placement of dynamic spacer. Patient received a complete synovectomy and all components (tibia, femoral, patella, insert) were removed. Surgeon then implanted size 4 sigma femoral component and antibiotic spacer both cemented in place (cement manufacturer not identified). (B)(6) 2019: patient receives a total revision knee arthroplasty. Femoral component (implanted (B)(6) 2018) and antibiotic spacer (implanted (B)(6) 2018) both removed and replaced with non-depuy revision knee system with unidentified manufacturer cement. Doi: (B)(6) 2017; dor: (B)(6) 2018 (tibial tray and insert); doe: (B)(6) 2018 (irrigation and debridement); dor: (B)(6) 2018 (tibial tray, insert, femoral, patella); dor: (B)(6) 2019 (sigma femoral).